Event description:
The report stated that during a lavh when sealing and cutting broad ligament, after the sealing cycle was complete and the tissue cut, the instrument jaws would not open. That portion of tissue was resected using bipolar and the device was removed. There was no bleeding.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.